Event description:
It was reported that the customer experienced a blood glucose (bg) level of 79 mg/dl, with high ketones; cause was unknown. Due to the bg level the customer was "throwing up all day and mouth is sore." Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and was released from the ER 8 1/2 hours later with the issue resolved and no permanent damage. Additionally, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.